Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11th-january-2024, it was reported by a distributor via email that an ar-1588rt-2j, tightrope® ii rt, with deploying suture, had broken during the final tightening. This was detected during use in a knee acl all inside procedure on (B)(6) 2023. The procedure was completed successfully as the whole procedure was redone using an ar-1588tn-20.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. One unpackaged ar-1588rt-2j was received for evaluation. Only the tightrope ii button, the white loop suture, and the blue passing suture were received. The tigerwire -deployment suture was not returned for evaluation. Visual evaluation noted that the white loop suture was damaged and had been broken. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tightening. Functional testing was unable to be performed due to the missing components. Refer to investigation photos.